Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include due to external force being applied to the ultrasonic vibrator by the handling and being damaged.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, tears on the pink rubber and an exposed core was found on the body of the scope. The image contained more than ten full consecutive broken elements on the image. The camera switch had a hole and the control knob was leaking. No other issues were found during the inspection. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported image issues and a broken crystal on a gastrovideoscope. No patient involvement or injuries were reported. No additional information has been obtained.